Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for check patient line alarm was not confirmed due to unavailable sample. A batch review was performed and revealed no problems during the manufacturing of the lot. The patient reported connecting during prime, therefore, the root cause was determined to be user error. A labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving a check patient line alarm on the homechoice (hc) machine during priming. The technical service representative (tsr) assisted the home patient (hp). The hp stated he connected during prime and air bubbles got in the patient line. The tsr advised the hp to close all clamps and disconnect. The tsr advised to start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse the patient did not notify her of this user error, however, the patient has been to the clinic since this event and has not reported any issues. There was no patient injury or medical intervention associated with this event.